Manufacturer narrative:
(B)(4). The events of the device being obstructed by iris, peripheral anterior synechiae, bcva worse than 2 lines or more, corneal epitheliopathy, high intraocular pressure, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A clinical patient experienced the device being obstructed by iris, peripheral anterior synechiae, bcva worse than 2 lines or more, and corneal epitheliopathy in the left eye against the xen®45 gts. These events are recovering/resolving and no action was taken against the study device. The device remained implanted. Additional information was received noting the patient experienced mild increase in iop which was treated with azopt drops and the event resolved/recovered. Further information was received noting the xen device became exposed. This event required a wound revision and the event recovered/resolved.

Event description:
Additional information received noting that when the xen device became exposed, the xen device was trimmed. It was also noted the patient experienced another bcva loss of 2 lines or more. The event recovered/resolved.

Manufacturer narrative:
Additional information: b.5.

Event description:
Additional information was received noting this patient experienced multiple occurrences of their bcva being worse than 2 lines or more. Patient also experienced further occurrence of mild iritis. All of these events resolved.

Event description:
Additional information received noting the event of corneal epitheliopathy has resolved. Additional events were experienced by this patient including iritis associated with a goniosynechialysis procedure and a later occurrence of mild iritis. These events were both noted as mild and resolved. Patient also had a needling procedure and 5 fu injection both performed roughly eighth months after implant with an iop of 14.5mmhg. The iop was decreased to 10mmhg after the needling. "Detection of precancerous cells and lower pulse rate due to methazolamide" which are considered not device related.

Manufacturer narrative:
Further information regarding the event and patient details has been requested. No additional information is available at this time. The events of iritis and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Additional information: b.5. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was received noting the reason for the goniosynechialysis procedure was because of pas to xen, which was obstructing it¿s opening. The healthcare professional was able to remove the iris from the xen with the yag synechialysis.